Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the revision of patient 2 following 3 dislocations, 36 months after implantation. Pre- and intra-operative investigation data is reported in the manuscript. A pseudotumour was discovered intraoperatively, which was not recognised by pre-operative imaging. The authors report that the dislocations were associated with unrecognised adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. Intraoperative tissue specimens were sent for non specific aerobic and anaerobic culture. No bacteria were isolated. Joint fluid was not sent for analysis. The patient was subsequently revised for group g streptococcus seven months later.

Manufacturer narrative:
An event regarding altr ( adverse local tissue reaction) involving an unknown accolade stem was reported. This was confirmed following a review of the available information by clinical consultant. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: trunnion corrosion with pseudo tumor in the soft tissues around the hip were observed during revision surgery. This was an unexpected finding as also supported by the fact that no metal ions were measured or MRI and ultrasound studies were performed prior to revision, a fairly standard work-up if metal-related adverse local tissue reactions (altr) are suspected to contribute to the problems. Corrosion was reported although not confirmed by materials analysis. Taper black staining may have different causes such as oxidized iron from old blood but the combination of taper corrosion with pseudo tumor formation may be considered as proof for a clear relationship with excessive metal ion release from the taper connection. The suspected taper corrosion thus has quite likely a causal and principal relationship with the reported pseudo tumor formation. Conclusions: a review of the provided information by a clinical consultant concluded that: trunnion corrosion with pseudo tumor formation caused by unknown pathology. If further information such as device details becomes available or the product is returned, this investigation will be re-opened.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the revision of patient 2 following 3 dislocations, 36 months after implantation. Pre- and intra-operative investigation data is reported in the manuscript. A pseudotumour was discovered intraoperatively, which was not recognised by pre-operative imaging. The authors report that the dislocations were associated with unrecognised adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. Intraoperative tissue specimens were sent for non specific aerobic and anaerobic culture. No bacteria were isolated. Joint fluid was not sent for analysis. The patient was subsequently revised for group g streptococcus seven months later.